Event description:
Six year old female pt with diagnosis of giant congenital pigmented hairy nevus of right upper back, shoulder and arm. A set of two tissue expanders were implanted prior to a graft surgery and performed as intended. Skin graft surgery was performed on 1/20/97. At that time two more expanders were implanted(one on the chest and one on her back) to be used for future grafting. The pt developed a nonhealing graft wound site on her back from previous surgery. The tissue expander involved in this incident was implanted near this nonhealing wound. Injections and expansion were planned for mid february 1997. On 2/19/97, the physician explanted the tissue expander from the back. The condition of the wound site had not improved. A substantial amount of fluid came out of the wound site during explantation of the tissue expander and cultures of the same revealed a staph bacteria. The expander was never inflated. Attending physician stated the pt developed staph infection due to a nonhealing skin graft wound.